Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that when the user took sensor off, they noticed there was no electrode on sensor. Customer conformed that the electrode was not remained in arm. Customer mentioned that electrode was appeared retracted or damaged. Customer stated that insulin pump could not find sensor when they took sensor off. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.